Manufacturer narrative:
Convidien has requested that the unit be returned for evaluation.

Event description:
Covidien received a report of n-560 with no audio. The customer reports that he can intermittently hear audio while handling the monitor.